Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging recurrent pneumonia, acute kidney injury, copd, and emphysema. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report patient outcome code grid (box h) has been corrected or updated. Emphysema and acute kidney injury were not added in the previous report.